Event description:
It was reported that the customer received a compromised force sensor system alarm from his/her insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer stated the drive support cap was loose. The insulin pump was not dropped or bumped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is not returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).